Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor leaked. This occurred before patient use. The device was filled with fluorouracil and glucose. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection noted that the blue winged luer cap was missing. A functional leak test was performed after adding a luer cap and hang tightening it. No leaks were observed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.